Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the strain relief was broken, cut in the cable and locking collet gold ring damaged; therefore preventing insertion into the controller. Functional evaluation could not be conducted due to the connector being damaged; therefore, preventing insertion into the controller. The complaint was not verified and the root cause could not be determined as the root cause undetermined after investigation. Factors which can lead to cable connector issue include: damage sustained to the foot control assembly connector which sustained severe damage and was unable to connect to a controller, could have been caused by running over with another portable object/machine or being stepped on. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device shorts out causing the controller to reset during use. No patient/user injury or other complications were reported.